Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid (started the day before the peritonitis diagnosis). The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized for the event. Same day as the event onset, the patient was treated with vancomycin injection (2g, repeated again after five days, ongoing, route was not reported) for peritonitis. On the following day, the patient was treated with ceftazidime injection (1g, daily, for 14 days, ongoing, route was not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information added in b5, b6 and h10. B5: upon follow up, it was reported that vancomycin and cefetzidime treatment were discontinued. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.